Event description:
Customer's mother reported that the drive support cap on her son's insulin pump was sticking out. The son's blood glucose was 267 mg/dl. The mother stated that the insulin pump was not dropped or bumped. The mother also declined to troubleshoot for high blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked reservoir tube lip, protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).